Event description:
It was reported that post realize band implant patient was diagnosed with band slippage. The band was revised and the issue was resolved.

Event description:
The band was removed on (B)(6), 2013. The issue was resolved.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Band reposition and remains implanted.

Manufacturer narrative:
(B)(4).